Manufacturer narrative:
Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: not applicable, as there is no indication that the device was explanted. Section h3-other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Citation: dolezal ka, md, jacobson a, md, besirli cg, md, phd, elner v, bohnsack bl. Md, phd. Scleral histopathologic findings of hurler-scheie syndrome with refractory glaucoma. Ama ophthalmol. March 2022;140(3): pp. 285-287. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on literature review. Article: scleral histopathologic findings of hurler-scheie syndrome with refractory glaucoma a case report was done to describe a 2-year-old girl with hurler-scheie syndrome receiving iduronidase enzyme replacement therapy and was diagnosed with secondary glaucoma based on high intraocular pressure (iop) and increased cup-disc ratio. The patient was inserted with a baerveldt 101-350 (abbott medical optics) glaucoma drainage device that successfully lowered the iop in the right eye and remained stable in the upper teens for 3 years postop. The surgery was complicated by prolonged choroidal effusion and the iop in the left eye remained elevated despite trabeculotomy and baerveldt 101-350 glaucoma drainage device placement. Subsequently, three 4 × 4-mm scleral windows were created at the equator of the left eye, which reduced iop to the low teens over 3 years of follow-up. A copy of the article is provided with this report. This report pertains to patient's left eye. The right eye was determined to be not reportable.